Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus, migration'), ectopic pregnancy ('pregnancy: ectopic, terminated') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorhagia (bleeding b/w periods)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge") and vaginal cyst ("cyst on top of vaginal") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, ectopic pregnancy, dysmenorrhoea, vaginal infection, vaginal discharge and vaginal cyst outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, dysmenorrhoea, ectopic pregnancy, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, uterine perforation, vaginal cyst, vaginal discharge and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009. (Discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: results of essure confirmation test: malposition, migration. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Events: pregnancy: ectopic terminated, perforation: uterus/ migration, pain: dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding),metrorhagia (bleeding b/w periods), gen. Abnormal. Bleeding, bladder/urinary problems: vaginal infection, vaginal discharge, cyst on top of vaginal, device ineffective were added. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration / essure expulsio in the uterine cavity'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic, terminated') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure (batch no. 654836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 3 ((B)(6) 1996 , (B)(6) 2000, (B)(6) 2002.) And loop electrosurgical excision procedure. Concurrent conditions included premenopause and hypertension. Concomitant products included methotrexate. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorhagia (bleeding b/w periods)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge"), vaginal cyst ("cyst on top of vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hot flashes") and back pain ("lower back pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterctomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, dysmenorrhoea, vaginal infection, vaginal discharge, vaginal cyst, vaginal haemorrhage and hot flush outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, metrorrhagia and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, back pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage, hot flush, menorrhagia, metrorrhagia, pelvic pain, uterine perforation, vaginal cyst, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 and (B)(6) 2009. The essure micro inserts were placed in each tubal ostia respectively without difficulty and with excellent placement and trailing coils visualized from both ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2010: successful tubal ligation. Imaging procedure - on (B)(6) 2010: malposition and migration. Pathology test - on (B)(6) 2012: fragments of late secretory endometrium with focal pseudodecidual reaction, fragments of myometrium. The essure coil extruding throughout into the uterine cavity from right fallopian tubes. The left tube was visualized with no evidence of any extravasation of the essure coil. Laparoscopic normal uterus , normal ¿ appearing ovaries bilaterally with the left fallopian tubes having the essure coil intact in total. Ultrasound scan vagina - on (B)(6) 2012: an essure device is seen within the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain and abdominal pain. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received: new events added: abnormal bleeding (vaginal), hot flashes and lower back pain. Event outcome were added. Lot number were added. Patient history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration / essure expulsio in the uterine cavity'), ectopic pregnancy with contraceptive device ('pregnancy: ectopic, terminated') and genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure (batch no. 654836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 1996 , (B)(6) 2000, (B)(6) 2002.) And loop electrosurgical excision procedure. Concurrent conditions included premenopause and hypertension. Concomitant products included methotrexate. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorhagia (bleeding b/w periods)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge"), vaginal cyst ("cyst on top of vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hot flashes") and back pain ("lower back pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterctomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, dysmenorrhoea, vaginal infection, vaginal discharge, vaginal cyst, vaginal haemorrhage and hot flush outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, metrorrhagia and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, back pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage, hot flush, menorrhagia, metrorrhagia, pelvic pain, uterine perforation, vaginal cyst, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 the essure micro inserts were placed in each tubal ostia respectively without difficulty and with excellent placement and trailing coils visualized from both ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2010: successful tubal ligation. Imaging procedure - on (B)(6) 2010: malposition and migration. Pathology test - on (B)(6) 2012: fragments of late secretory endometrium with focal pseudodecidual reaction, fragments of myometrium. The essure coil extruding throughout into the uterine cavity from right fallopian tubes. The left tube was visualized with no evidence of any extravasation of the essure coil. Laparoscopic normal uterus , normal ¿ appearing ovaries bilaterally with the left fallopian tubes having the essure coil intact in total. Ultrasound scan vagina - on (B)(6) 2012: an essure device is seen within the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.